Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the screen is not working. The unit was triaged and the reported issue could not be confirmed. No issues were observed with the display. Visual inspection of the main pcb found bent leads. Although no display issues were observed during device operation, improper contact may have resulted in a display issue observed by the customer. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 9/6/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with the enteral feeding pump. The screen was not working. No patient involved.